Manufacturer narrative:
Other relevant history:adult. Correction: event. Additional info: concomitant medical products.

Event description:
The customer reported that the adult patient called out for the rn stating that the "line was bleeding". Upon entering the patients room, the rn noticed that there was blood on the patient's gown and floor. Upon further assessment it was found that the tubing set had separated and leaked and was laying on the floor. The rn immediately clamped the patient's implanted port to find no apparent harm caused to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient called out for the rn stating that the "line was bleeding". Upon entering the patients room, the rn noticed that there was blood on the patient's gown and floor. Upon further assessment, it was found that the tubing set had separated and leaked and was laying on the floor. The rn immediately clamped the patient's port to find no apparent harm caused to the patient.